Event description:
The customer reported that the x-ray grid was damaged. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the damaged grid. The system operates as intended.